Manufacturer narrative:
Implicated product is a 5.0 fr dual lumen PICC in an intermediate tray. Product received for eval is 5.0 fr catheter. Product is received intact with flushing stylet protrudes through distal lumen wall 1.3 inches proximal to catheter's distal tip. A lot history review reveals no manufacturing issues & one similar complaint for this lot from the same source. The similar complaint is pending eval. Microscopic (5x-15x) examination of the catheter's distal tip shows both the proximal & distal valves to be free of defect or deformity & respond appropriately to finger pressure with no overlapping of the valve walls. Approximately 0.25 inch of the stylet wire's distal tip protrudes through a 0.4 inch longitudinal split in the catheter wall immediately opposite the proximal lumen valve. The wire is undamaged & no sharp or rough edges are noted. The tubing split has straight edges with flat, dull walls suggesting the wire was forced through the tubing split has straight edges with flat dull walls suggesting the wire was forced through the tubing wall rather than sharp instrument damage. The probability of a weakness or MFR defect resulting in the damage appears quite low as the walls have a consistent thickness throughout the length of the slit. Oblique views of the slit shows fissures in the inner diameter edges & present a cracked ice effect. This indicates slits in the lumen inner diameter & suggests additional damage caused by the stylet wire as it was forced through the tubing wall. No associated damage is noted in the outer diameter. The stylet is easily retracted from the catheter. Tactual exam of both the catheter & stylet are unremarkable. Maginfication (60x) of the stylet is unremarkable. Catheter patency is demonstrated by flushing both lumens with water, however, the distal lumen draws air. No leaks are noted as the catheter is occluded immediately proximal to the slit/proximal- valve & each lumen is individually pressurized until the tubing bulges. The stylet is replaced & removed without difficulty. Complaint of a defective stylet is confirmed, user-related. No stylet defect or deformity was noted during functional, tactual & microscopic examinations. Puncture of catheter wall with stylet wire is result of wire's distal tip being forced through the silicone wall. Documents in complaint file indicate the problem was located "prior to placement." During decontamination, iodine colored contamination similar to that of povidone-iodine disinfectant was noted on the catheter's proximal end. These issues imply catheter damage may have occurred during set-up & preparations for catheter placement & was not an out-of-box failure.

Event description:
Prior to plaement, stylet was found sticking out of the valve.